Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of coiled metal"), fallopian tube perforation ("perforation (fallopian tube(s) / the essure had poked through to the fallopian tube"), embedded device ("the fallopian tube· is sectioned and embedded in the lumen is a 1.5 cm metallic coiled wire"), device dislocation ("migration of implant/expulsion of essure device") and spinal operation ("back surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oxycodone. Concurrent conditions included obesity. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), spinal operation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and adnexa uteri pain ("pain on right side and left side area of fallopian tube"). The patient was treated with surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, pelvic pain, migraine, female sexual dysfunction, headache, dysmenorrhoea, spinal operation, dyspareunia, weight increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, migraine, pelvic pain, spinal operation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight: 230 lbs. Approximate weight at the time of essure placement: 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. (B)(6)2009:dye test: everything was fine concerning the injuries reported in this case, the following ones were reported via medical record:device breakage,embedded device. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: events migraines / headaches, dysmenorrhea, back surgery, dyspareunia, expulsion of essure device, fallopian tube perforation,embedded device, weight gain are added. Lab data updated. Concomitant & historical drug conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of coiled metal"), fallopian tube perforation ("perforation (fallopian tube(s) / the essure had poked through to the fallopian tube"), embedded device ("the fallopian tube· is sectioned and embedded in the lumen is a 1.5 cm metallic coiled wire"), device dislocation ("migration of implant/expulsion of essure device") and spinal operation ("back surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oxycodone. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), spinal operation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and adnexa uteri pain ("pain on right side and left side area of fallopian tube"). The patient was treated with surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, pelvic pain, migraine, female sexual dysfunction, headache, dysmenorrhoea, spinal operation, dyspareunia, weight increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, headache, migraine, pelvic pain, spinal operation and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Approximate weight at the time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. On (B)(6) 2009:dye test: everything was fine. Concerning the injuries reported in this case, the following ones were reported via medical records:device breakage,embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of coiled metal"), fallopian tube perforation ("perforation (fallopian tube(s) / the essure had poked through to the fallopian tube/ migration of essure device location of device: through the fallopian tube"), embedded device ("the fallopian tube· is sectioned and embedded in the lumen is a 1.5 cm metallic coiled wire"), device dislocation ("migration of implant/expulsion of essure device") and spinal operation ("back surgery") in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oxycodone. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient underwent spinal operation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and adnexa uteri pain ("pain on right side and left side area of fallopian tube/pain on left side, still have pain on the right"). The patient was treated with surgery (diagnostic laparoscopy, partial left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, pelvic pain, migraine, female sexual dysfunction, headache, dysmenorrhoea, spinal operation, dyspareunia and weight increased outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, headache, migraine, pelvic pain, spinal operation and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Approximate weight at the time of essure placement: 200 lbs. Discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2009:dye test: everything was fine. Current weight as of (B)(6) 2018:230 lbs. Approximate weight at time of essure placement: 200 lbs. Concerning the injuries reported in this case, the following ones were reported via medical records:device breakage,embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces of coiled metal"), fallopian tube perforation ("perforation (fallopian tube(s) / the essure had poked through to the fallopian tube/ migration of essure device location of device: through the fallopian tube"), embedded device ("the fallopian tube· is sectioned and embedded in the lumen is a 1.5 cm metallic coiled wire"), device dislocation ("migration of implant/expulsion of essure device") and spinal operation ("back surgery") in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oxycodone. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient underwent spinal operation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), adnexa uteri pain ("pain on right side and left side area of fallopian tube") and flank pain ("pain on left side, still have pain on the right"). The patient was treated with surgery (diagnostic laparoscopy, partial left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil), surgery (diagnostic laparoscopy, left salpingectomy and removal of left essure coil) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, device dislocation, pelvic pain, migraine, female sexual dysfunction, headache, dysmenorrhoea, spinal operation, dyspareunia, weight increased and adnexa uteri pain outcome was unknown and the flank pain had resolved. The reporter considered adnexa uteri pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, flank pain, headache, migraine, pelvic pain, spinal operation and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Approximate weight at the time of essure placement: 200 lbs. Discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2009:dye test: everything was fine. Current weight as of (B)(6) 2018:230 lbs. Approximate weight at time of essure placement: 200 lbs. Concerning the injuries reported in this case, the following ones were reported via medical records:device breakage,embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event pain on left side, still have pain on the right was added. Lot no was added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.